Manufacturer narrative:
Document search by manufacturer did not reveal any complaint of similar nature with batch of product. No adverse findings during production.

Event description:
It was stated that a catheter could not be deflated. Pt went to dr to have catheter removed. No harm to pt.